Event description:
User facility reported that while preparing for surgery on a (B)(6) year-old male pt with a mandible fracture, it was not possible to suction the in situ nasal tube. The user facility reported that the position of the tube was checked, but there appeared to be no air movement into the pt. The patient's blood oxygen saturation temporarily decreased to 40% before the clinician removed the nasal tube and re-intubated the pt with an oral tube. Following intubation with an oral tube, the patient's blood oxygen levels, heart rate, and blood pressure returned to normal. Since the nasal tube was necessary for the planned surgery, the surgery was postponed. No permanent adverse effects to pt reported.

Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the eval.